Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc reference failure. The customer reported the device was not in use therefore there was no patient involvement or harm. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic history noted a vent inop occurrence as reported by the customer. The fse inspected and reseated the power management pcb board and data acquisition pcb to motor controller pcb board cable. The fse reported testing passed.

Manufacturer narrative:
Pcb board and cable reseated.